Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 132 mg/dl with alternative meter and 245mg/dl with truemetrix air meter from (B)(6) 2016 at 09:45am. The customer's expected fasting blood glucose test result range is 125-135mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 189mg/dl and 205mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 3/27/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with results of 282 and 252 mg /dl. Customer performed a back to back blood test and using competitor's meter customer received a result of 132 mg /dl today (B)(6) 2016 at 09:45 am then performed another blood test receiving a result of 145 mg /dl fasting that customer considers low when comparing to the competitors.